Event description:
Customer reported hospitalization due to a kidney failure and dialysis. Customer's blood glucose readings at the time of the hospitalization were 120 mg/dl. Customer stated that their blood glucose readings were high prior to the hospitalization. Customer stated that the insulin pump was exposed to moisture and alarmed button error while at the hospital. Moisture was noted to be under the display. Customer's blood glucose readings at the time of the call were 125 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and moisture damage to the display.